Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and post laminectomy pain. It was reported that at the patient's follow up, it was discovered that 4 contacts had impedance. The patient was not getting coverage on 1 side. As a result the patient had the battery replaced at the follow up appointment. Four of the 8 contacts had impedance. Additional information received reported that during battery replacement/revision, impedances were good in pacu. Two electrodes on the left side were showing high impedances and they were unable to get coverage on the patient left side. Post operation replacement of the ins, there were still lead impedance. The cause of the impedance lead remains unknown and it was not resolved. No actions/interventions were taken to resolve the impeded lead at the time of this report. Patient status at time of this report was alive ¿ no injury.

Manufacturer narrative:
Additional review indicated that the information contained in this mfg report actually pertains to the device reported in mfg report # 3004209178-2016-17437. Any further information regarding the high impedances will be sent as a supplemental report to mfg report # 3004209178-2016-17437. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.